Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") and genital haemorrhage ("excessive and abnormal bleeding ") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), arthralgia ("joint pain"), depression ("depression"), insomnia ("insomnia") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (removal of device). Essure was removed in (B)(6) 2013. At the time of the report, the abdominal pain, arthralgia, depression, insomnia and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, arthralgia, depression, genital haemorrhage and insomnia to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") and genital haemorrhage ("excessive and abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), arthralgia ("joint pain"), depression ("depression") and insomnia ("insomnia"). The patient was treated with surgery (removal of device). Essure was removed in (B)(6) 2013. At the time of the report, the abdominal pain, genital haemorrhage, arthralgia, depression and insomnia outcome was unknown. The reporter considered abdominal pain, arthralgia, depression, genital haemorrhage and insomnia to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jul-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.